Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a result of 194 mg/dl on the nano system with symptoms of hypoglycemia. The patient was feeling dizzy and he was not able to self-treat. The patient's granddaughter called the paramedics and the blood glucose result on their meter was 62 mg/dl around 30 minutes after the blood glucose result of 194 mg/dl. The paramedics provided sugar with apple juice to the patient. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.